Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017,that on (B)(6) 2017, an alert was received to replace sensor on the sixth day of wearing the sensor. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event. The root cause could not be determine. The reported issue of a replace the sensor is reportable based on the finding of the connection loss.